Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer passed away at the hospital on (B)(6) 2018. The cause of death was acute respiratory failure/heart failure/metabolic acidosis. The caller reported that other issues that may have led to the customer's passing was heart failure, coronary artery disease and atrial fibrillation which customer had for 18 years. The customer¿s blood glucose was 200 mg/dl when admitted to the hospital. Customer was wearing the insulin pump at the time of death. Continuous glucose monitoring was not included in customer¿s diabetes therapy. Caller reported that customer did not have any issues with the insulin pump. Insulin pump is not returning for failure analysis.